Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/01/2019. The customer reported that the ventilator had low airway pressure during clinical use. Multiple attempts have been made to obtain additional information with no success. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator had low airway pressure during clinical use. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.